Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a system error (se) 2240 alarm (air in set / line) occurred on the homechoice (hc) device during use. The care giver (cg) contacted the global technical services (gts) long after the alarm had occurred; the home patient (hp) was disconnected and supplies removed. The technical service representative (tsr) could not troubleshoot as the machine was not set up at the time of the call. The tsr explained the alarm and advised the cg to contact the gts if the alarm reoccurs. The cg would have the hp complete the therapy with new supplies. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.